Event description:
Customer called asking how she could see how much her last bolus delivery was. Customer was assisted with checking his bolus history. She stated her blood glucose was at 44 mg/dl before eating, and now it is 65 mg/dl. Customer stated she feels fine. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.